Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) fault codes 58 and 124 was discovered. There was no patient involvement reported.

Manufacturer narrative:
Additional point of contact name: (B)(6). It was reported that during a preventive maintenance(pm) the cardiosave intra-aortic balloon pump (iabp) had system failure code 58 and 124. A getinge field service engineer (fse) during scheduled pm observed in fault log fault codes 58 and 124. Service manual indicated issue with shuttle transducer in pneumatic module assy. Replaced pneumatic module assy and performed 30psi calibration as per protocol. Performed all manifold leak tested and corrected failure. Complete checkout and checklist has been performed. There was a no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. This part was received with a reported unit failure message of during pm observed in fault log codes# 58 & 124. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department could not verify and observed the failure of fault codes# 58 and 124. The failure analysis and testing department pumped the unit for 1 hour and did not observe fault codes on display. Pim passed testing. Retaining pim in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.